Event description:
A patient reported feeling pain and discomfort at the lead site. The patient received injections but the symptoms still persisted.

Event description:
A patient reported feeling pain and discomfort at the lead site. The patient received injections but the symptoms still persisted.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2218-50 serial #: (B)(4)description: linear st lead, 50cm

Manufacturer narrative:
Additional suspect medical device component involved: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). Additional information was received that the patient was also experiencing pain at the pocket site and the pain at the lead site was still not resolved. The patient was recommended for a revision but the patient will not proceed with the procedure. No further course of action will be taken.